Event description:
Procedure: lap chole. Reportedly, the balloon was used for the procedure however upon delfating and removing the balloon, a piece of the balloon was found to be missing. Upon examination, the piece was retrieved from the cavity. There was no injury to the patient reported.